Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the poor video connector contact could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that there was a malfunction of the contact parts. The device was inspected prior to use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue was confirmed. There was a poor image output due to poor video connector contact. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.